Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. K171712. (B)(4). Summary of investigational findings: the following allegations have been investigated: vena cava perforation, tilt, and embedded. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged "tilt, vena cava perforation, embedded filter".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Limited mobility. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to pre-operative bariatric surgery. The patient further alleges ¿limited physical activity.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2014, " findings: the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted medially and the hook is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One (1) posterior strut perforates the ivc wall and contacts the l3-4 vertebral disc. One (1) medial strut perforates the ivc wall and contacts the aorta. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified."